Event description:
Z site connection parts were detached after using for 8 hours. Evaluation only. (1/21/2009 additional information: sales rep reported that the device was discarded at the hospital.) No patient complications were reported.

Manufacturer narrative:
Device has not been returned for evaluation.